Manufacturer narrative:
This event was not associated with a pt. The device was not implanted. Requests have been made for the return of the product. Requests have been made to obtain the product. Evaluation is pending upon the return of the product.

Event description:
In 2007, the distributor reported that upon receiving the screw, it was noted to be disassembled. Date of event is unk. The event was not associated with pt contact.